Event description:
According to the reporter, during a laparoscopic procedure, the device used was difficult to toggle and to load. The reporter also stated that the needle kept falling out of the device and it happened twice. The needle fell into the patients cavity and it was retrieved. They opened another endostitch to complete the case. The patient is alive and has no injury. The device is expected to be returned for evaluation.